Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the plunger clamp in the problem area worn. The plunger clamp was replaced. The instrument was tested without further problem and returned to service.